Event description:
Caller reported an alarm 2 followed by alarm 26, indicating recurring occlusion events. Despite these issues, there was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl or read ¿high¿ on the cgm. The customer resolved the issue by changing the infusion set and cartridge, resuming insulin, and was advised to follow up for additional assistance.